Event description:
(B)(4). Initial information received from a consumer on (B)(6) 2009: a (B)(6) female received a total of three to four treatments of injectable poly-l-lactic acid (sculptra) [lot number and expiration date unknown] for cosmetic use about two years ago (2007). She still has a couple of bumps (12 total) in her cheek area and the rest are around her mouth. The bumps are smaller that a pea in size. One bump is slightly visible and the other bumps are under the skin. She had not recently spoken to the physician about it and she has had two treatments of hyaluronic acid (juvederm) but not in the same area as her poly-l-lactic treatments. The event remained ongoing at the time of this report. Medical history and concomitant medications were not provided. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(4) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.